Event description:
Patient sample tested negative for glucose. Physician questioned initial negative result. Repeat testing was performed and result was positive for glucose. There was no report of injury for this event.

Manufacturer narrative:
Sample was retested on two CT atlas analyzers. Results were positive for glucose on both analyzers. Cause for this discordant glucose result is unknown.